Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The actual device was received for evaluation. The catheter was returned in two pieces. A visual examination noted; the section of the catheter that has suture rings and cuff was not returned. The hub has partially separated between the connector and the clear tubing that covers the cook branding. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the catheter broke off. No additional information was available at the time of this report. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.